Manufacturer narrative:
The reported event was unable to implant. Final analysis found a complete lead returned in one piece. Visual and x-ray examination did not find any anomalies. Electrical tests did not find shorts or discontinuities on any of the conduction paths.

Event description:
It was reported a patient's right ventricular lead could not be positioned in the septum during an implant procedure on (B)(6) 2022. The lead was successfully replaced in the same operation. There were no patient consequences.